Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the batteries resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting up. The system was not connected for several days and charge was very low. It was reported that the charger enclosure had some circuits that were not working. During troubleshooting, voltage was checked. No patient present.